Event description:
In response to a written survey question "how could we have helped you have an easier time custom fitting the dental protector?" The consumer responded, "I don't know. However, this product is most uncomfortable and has caused severe gum irritation and the loss of a filling resulting in added expense for a crown as a result of the use of this product."

Manufacturer narrative:
This event is being reported because a lost filling is considered a serious injury (disability or permanent damage). The dental health of the consumer is unknown, and this incident has not been confirmed by a medical professional. The MFR has requested the product from the consumer, and after repeated attempts has not received any response from the consumer. No lot number or other identifying information was given in order to perform an investigation. Our device are over-the-counter devices and are not intended for use in consumers that have extreme grinding and clenching issues, which normally require a prescription device. The act of reporting this incident is not to be construed as an admission of liability of the incident and its consequence. Until more information is forthcoming, we consider this incident to be closed.